Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 272 (mg/dl) for 2 days. Customer administered a correction bolus with the pump, an insulin injection, and changed pump supplies to treat bg levels. Reportedly, customer experienced increased stress levels and believes that this caused their elevated bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they are in contact with their health care provider. Tandem technical support recommended that the customer call if they wish to perform troubleshooting for the pump at a later time. Customer acknowledged.